Manufacturer narrative:
Qn#: (B)(4). A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73m1800144 the staplers were functionally inspected (fired) and issue reported "staples removed spontaneously from skin" was not observed in the current manufacturing process, the staples were loaded and released correctly. The device history review for the product visistat 35w 6/box lot# 73f1800457 investigation did not show issues related to the complaint. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that staples removed spontaneously from the skin on day one after a c-section. Different doctors were involved, and they used the devices per IFU. Dehiscence of the scar occurred. Surgical repair of opened tissue was required. The patient's condition was reported as fine.